Event description:
Additional follow-up questions asked regarding the recharger telemetry module (rtm) heating received a response that there was ¿no antenna heating.¿ additional information received stated that device support was provided and the situation ¿seemed to have improved; however, charging continued to be unsuccessful and the controller was not charging anymore.¿ the patient controller battery pack was removed and reinserted in an effort to troubleshoot the issue, but there was no improvement. It was noted that the cause of the controller battery draining rapidly was ¿due to the patient¿s operation¿ of the device and that it ¿worked normally.¿ the controller issue was resolved with no actions taken. It was stated that the cause of the ins battery draining rapidly was not due to the product, but was instead the patient¿s perception and a ¿misunderstanding of the patient.¿ no actions were taken and the issue was resolved. The cause of the ¿set value unavailable¿ message appearing was undetermined. It was noted however that since the ins was ¿originally set at a high output, it seemed that it was simply the upper limit¿ of the ins output. This issue was resolved with no actions being taken. There remained no complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6); product type: 0213-recharger. G2: the country of the event is jp medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the batteries are draining faster and the set value unavailable is now displayed after a full charge. It was also indicated that the controller battery drains quickly. There were no known environmental, external, and patient factors that may have caused the event. Regarding diagnostics/troubleshooting, it was reported that the stimulator is fully charged at 9:00 p.m. And the stimulator is at 40% when the patient wakes up, but he used to charge it every day and a half and the next day it had 60-70% battery power remaining. The antenna gets hot but no cord damage is observed. The set value is not always available after the device is fully charged. They were informed that the manufacturer representative (rep) would like them to consult with their physician regarding the unavailability of the set value, but that the rep will inform the person in charge of the matter, including how to deal with the fact that the batteries are running out of power quickly. The issue was not resolved at the time of the report. No health damage was reported.